Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon successful deployment, the filter tilted about 30 to 40 degrees. Approximately after one year, CT demonstrated penetration of filter struts outside the ivc. Subsequently, CT scan demonstrated abducted anchor legs with tilted apex and one leg fractured which is lying free behind the aorta. Approximately after three years, multiple unsuccessful attempts were performed to retrieve the filter. The apex of the filter could not be engaged and hence, the filter was unable to be removed. Therefore, the investigation is confirmed for perforation of the ivc, limb detachment, retrieval difficulties and positioning issue. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to engage the filter using but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall filter tilt and filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001 & 1528).

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment, the filter tilted. No attempt was made to retrieve the filter. At sometime post filter deployment, the filter migrated to the heart. Filter limbs also detached and perforated the caval wall. There were no attempts made to retrieve the filter or detached limbs. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was involved in a motor vehicle accident and sustained a spine fracture, therefore, placement of an inferior vena cava (ivc) filter was indicated. The left common femoral vein was accessed and an inferior venacavagram demonstrated a patent ivc with no evidence of thrombosis. The filter was then deployed infrarenally with no complications; however, there was a tilt of about 30 to 40 degrees. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Upon deployment the filter tilted 30 to 40 degrees, no other deficiencies with the filter were alleged in the provided medical records. Therefore, the investigation can be confirmed for a tilted filter. The investigation is inconclusive for the alleged detached filter limbs, migration of the filter to the heart, and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment, the filter tilted. No attempt was made to retrieve the filter. At sometime post filter deployment, the filter migrated to the heart. Filter limbs also detached and perforated the caval wall. There were no attempts made to retrieve the filter or detached limbs. There was no reported patient injury.